Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. There is heavy scoring on the distal/blade end of the inner blade and inside the distal end of the outer blade where they would rotate against each other. Bio debris is present. A functional evaluation revealed the inner blade is stiff to turn manually and has some grinding with the rotation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive side-loading and minimal irrigation. No containment or corrective actions are recommended at this time. Corrected data: d9 & h3 (sample returned for analysis), e4 (no report submitted to FDA by initial reporter).

Event description:
It was reported that during a knee procedure, after 5 minutes of using the elite blade, a metallic noise was heard, followed by the emission of metallic flakes in the knee joint. The device seems to have seized up and has become unusable. The metal particles were removed from the patient. The procedure was successfully completed using a back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).